Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called on (B)(6) 2014 to report the reservoir had bubbles. Call was dropped. Customer called back and reported that her phone had died with the last called. Customer stated the device had alarmed no delivery and noticed that the reservoir had air bubbles. Call dropped again but customer did state she had resolved the issue with a complete set change. Customer was contacted again customer was giving her blood glucose level and phone call was dropped again. No further information reported.